Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope, due to adhesive peeling at distal end the distal end was not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: due to adhesive peeling at distal end, the distal end is not secured. The most likely cause was: wear due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.